Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain / camping"), fatigue ("fatigue"), dysmenorrhoea ("pain on menses 3 to 4 weeks a months (before essure she experienced pain on menses 2-3 days a month)"), metrorrhagia ("break through bleeding"), genital haemorrhage ("genital bleeding"), migraine ("migraines or headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, migraine, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, fatigue, dysmenorrhoea and metrorrhagia had not resolved. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she desires removal of device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed on the same day of essure insertion". The patient's medical history included dysfunctional uterine bleeding, iron deficiency anemia and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain / camping"), fatigue ("fatigue"), dysmenorrhoea ("pain on menses 3 to 4 weeks a months (before essure she experienced pain on menses 2-3 days a month)"), intermenstrual bleeding ("break through bleeding"), genital haemorrhage ("genital bleeding"), migraine ("migraines or headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, migraine, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, fatigue, dysmenorrhoea and intermenstrual bleeding had not resolved. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, intermenstrual bleeding, migraine and pelvic pain to be related to essure. The reporter commented: she desires removal of device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information added, case became medically confirmed. Patient's demographics, medical history added. Event: novasure endometrial ablation performed on the same day of essure insertion added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain / camping"), fatigue ("fatigue"), dysmenorrhoea ("pain on menses 3 to 4 weeks a months (before essure she experienced pain on menses 2-3 days a month)"), metrorrhagia ("break through bleeding"), genital haemorrhage ("genital bleeding"), migraine ("migraines or headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, migraine, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, fatigue, dysmenorrhoea and metrorrhagia had not resolved. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she desires removal of device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: bilateral fallopian occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event device migration, migraines, headaches, abnormal bleeding, autoimmune disorder and hypersensitivity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.